Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly was found to be obstructed with dust. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
It was previously reported that the ventilator failed a step during testing and the device's flow sensor assembly was replaced to address the issue. Additional information received confirmed the customer rejected the repair estimate and the device was scrapped, per the customer's request. The flow sensor assembly was not replaced.